Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of noise reversions were observed via remote transmission. Review of the transmission revealed possible myopotential oversensing. No patient symptoms were reported. Programming changes were made. Patient is doing well.